Event description:
On (B)(6) 2009, the pt was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. The devices were successfully deployed. After the 22fr gore introducer sheath was removed, the final computed tomography angiography revealed that the right external iliac artery (eia) was occluded due to the dissection of the intima layer of the right eia. According to the physician, the dissected portion of eia previously had a stenosis. A diameter was just over 7 mm. The physician repaired it with a fem-fem bypass. The pt tolerated the procedure.